Manufacturer narrative:
An event of complete atrioventricular heart block, mild to moderate paravalvular leak, and pacemaker implantation was reported. Heart block is a well recognized complication of transcatheter aortic valve implantation procedures associated with known risk factors including patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and deeper than a 3mm depth of implant of the device. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could have been related to valve implant depth. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device please note per the instructions for use, " to minimize likelihood of permanent pacemaker implantation (ppi): a) maintain implant depth of 3mm, and b) limit manipulations across the lvot".

Event description:
It was reported that on 09 february 2023, a 25mm navitor valve was implanted using a sm flexnav delivery system during a transcatheter aortic valve implantation. The ring diameter outer circumference was 66.9 mm. The sizing of the annular dimensions were 25.2 mm by 19.6 mm, and the valve was sized using 3d computed tomography (CT) measurements. There was calcification on the annulus and left ventricular outflow tract (lvot), and it was considered sufficient calcium to allow sealing. The annular calcium distribution was on the left coronary cusp (lcc). A pre-dilatation balloon aortic valvuloplasty (bav) was performed. During procedure, nonuniform expansion of the valve occurred twice requiring the valve to be re-sheathed twice and the valve was placement became a little deeper. The final implant depth of the valve was 6mm at the non-coronary cusp (ncc) and 6mm at the lcc. A post-implant bav was not performed. Following valve placement, an ultrasound examination revealed a severe paravalvular leak on the left coronary cusp (lcc). On (B)(6) 2023, moderate paravalvular leak was confirmed. Post procedure, the patient developed a complete atrioventricular heart block. On (B)(6) 2023, a pacemaker was implanted. The patient then developed a cerebral infarction. The patient underwent rehabilitation for dysarthria and paresis.

Manufacturer narrative:
An event of complete atrioventricular heart block, mild to moderate paravalvular leak, cerebral infarction and death was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the field indicated that there was calcification extending beneath the aortic annular plane in the interventricular septum. It was also reported that, the valve was implanted at a final depth of between 6mm at the non-coronary cusp and 6mm at the left coronary cusp which could have contributed to the reported events of av heart block and mild to moderate paravalvular leak. However, based on the information received, the cause of the reported event of heart block and paravalvular leak could not be conclusively determined. The cause of death was reported as alveolar hemorrhage and does not appear to be due to the procedure or the device.

Manufacturer narrative:
The date of death was estimated to be (B)(6) 2023 as this was the date that abbott received the information of the patient's death. Exact date of death was unknown. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was implanted using a flexnav delivery system during a transcatheter aortic valve implantation. The ring diameter outer circumference was 66.9 mm. The sizing of the annular dimensions were 25.2 mm by 19.6 mm, and the valve was sized using 3d computed tomography (CT) measurements. There was calcification on the annulus and left ventricular outflow tract (lvot), and it was considered sufficient calcium to allow sealing. The annular calcium distribution was on the left coronary cusp (lcc). A pre-dilatation balloon aortic valvuloplasty (bav) was performed. During procedure, valve underexpansion occurred, and the valve was re-sheathed twice. The final implant depth of the valve was 6mm at the non-coronary cusp (ncc) and 6mm at the lcc. A post-implant bav was not performed. Following valve placement, an ultrasound examination revealed mild to moderate paravalvular leak on the left coronary cusp (lcc). On (B)(6) 2023, moderate paravalvular leak was confirmed. Post procedure, the patient developed a complete atrioventricular heart block. On (B)(6) 2023, a pacemaker was implanted. The patient then developed a cerebral infarction. The patient underwent rehabilitation for dysarthria and paresis. On (B)(6) 2023, the patient died due to an alveolar hemorrhage.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor valve was successfully implanted using a small flexnav delivery system. The 25mm navitor valve was sized using 3d computed tomography measurements. There was calcification noted extending beneath the aortic annular plane in the interventricular septum. It was also noted that non-uniform expansion of valve occurred twice during procedure and resulted in a deeper final implant depth. The patient remained hemodynamically stable throughout the implant procedure. There was no clinically significant delay in procedure reported. At an unknown point after implant the patient developed a heart block. On (B)(6) 2023, the heart block persisted and the decision was made to implant a permanent pacemaker to treat the heart block. It was noted after the implant of the pacemaker the patient suffered a cerebral infraction. The patient is undergoing rehabilitation for dysarthria and paresis. There was no prolonged hospital stay for monitoring of rhythm. The direct cause of the patient's complete atrioventricular block and cerebral infarction are unknown. The patient was stable at the time of report.